Event description:
It was reported that the patient presented for follow-up with a high ventricular lead impedance alert. The patient had near syncopal episodes and four out of range lead impedance measurements in the past few months. Pocket manipulation and isometrics were performed, but impedance remained stable in both unipolar and bipolar. The lead was changed to the unipolar configuration, and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.